Event description:
The customer reported via phone call that she could not fill her reservoir with insulin. She was unable to plunge the air into the vial and as a result had to try a new reservoir. Customer's blood glucose level was 168 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.